Manufacturer narrative:
The insulin pump received with unresponsive act button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer called reporting a button error alarm on her insulin pump. The buttons are not responding and she cannot clear the alarm. Customer's blood glucose level is 167 mg/dl. She stated she was in a lake today, so she is not sure if some water may have gotten on the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.